Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed by functional testing. The cause was due to downstream occlusion sensor. A downstream occlusion sensor was replaced to correct the reported issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a cassette not attached error and downstream occlusion damaged. The product fault occurred during testing. There was no patient involvement, and no harm/adverse event reported.